Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough analysis was performed. The lead was returned in two pieces, severed 14.3 cm from the terminal pin. Visual inspection revealed the trilumen insulation was abraded through exposing the conductor coil approximately 53-54 cm from the terminal pin. As a result, the clinical observation was confirmed.

Event description:
Boston scientific received information that there was a sudden decrease of sensing on the right ventricular (rv) lead. Additionally, the impedance measurements decreased from 1000 ohms to 500 ohms. As an insulation issue was suspected, the lead was explanted and replaced. No adverse patient effects were reported.